Event description:
Patient called to report possible left rupture and pain. Patient stated after breastfeeding they no longer can "feel their implants". They feel like they did before surgery.the device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, pain and no longer can "feel their implants".